Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the port was placed in the forearm of the patient. An alleged leak of saline solution was noted near the catheter connector. There was no reported patient injury.

Event description:
It was reported that approximately one month post port placement in the forearm, there was an allegedly a leak of saline solution near the catheter connector. It was further reported the port was removed and the catheter was cut during the removal. Reportedly, another port was placed. There was not reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: received one slimport w 6 fr catheter in three segments. Both cuts show sign of sharp instrument damage, and are considered incidental. All three returned pieces were patent to infusion and aspiration. Therefore, as the device was returned cut the investigation is inconclusive for the alleged leak due to received sample condition. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.